Event description:
A complaint was received that while the a3059 mayfield composite series skull clamp was in use on an (B)(6) male patient, his head slipped and the clamp caused a laceration. The surgeon repositioned the clamp and the procedure proceeded as planned. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The product was not returned for evaluation. A review of the device history records has been performed for this product ID lot # 154/123063, manufacture date: 02 jun 2015. A total of (B)(4) were produced of this lot with no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided as a refresher tool.